Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the implant came apart during deployment. The physician noted that there was some resistance during deployment, possibly due to unseen osteophytes. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.